Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's relative reported via phone call that while changing the reservoir, a piece of plastic chipping off. The customer's blood glucose value was unknown at the time of the incident. The customer stated that the insulin pump rejected new battery. The device will not be returned for analysis.